Event description:
Pt qa standing on footboard of rt table. Footboard broke and detached from the table. Pt fell forward and landed on her feet. Pt weighs 320 lbs and footboard was designed to tolerate 350 lbs.